Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio determined the cause of the reported issue was due to integrated circuit, designator u1, on the analog pcb assembly. The u1 had shorted and open sections that prevented the negative waveform from functioning. The customer was provided with a replacement device.

Event description:
The customer contacted physio-control to report that the service indicator was illuminated. There was no patient use associated with the reported issue. Upon evaluation of the customer's device, physio-control observed that there is a partial loss of defibrillator output energy due to the loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. As a result, the wrong defibrillation therapy would be delivered, if it were necessary.